Event description:
It was reported that the patient experienced a shocking sensation in her abdomen. Impedances were >800 ohms. The physician turned the device off and the shocking stopped. The patient also had a loss of therapeutic effect. The physician discussed the issue with the company representative who believed that the leads were at fault. The physician removed the leads and noticed broken insulation. The physician wondered if the insulation was broken due to "handling from 2 operations for hernias" on the patient after the device was implanted. Additional information was requested.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Reason for late MDR is due to implementation of process improvement.